Manufacturer narrative:
The peritonitis events occurred on unspecified dates "during the last half year". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced four (4) peritonitis events. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient outcome and action with dianeal therapy were not reported. No additional information is available as the reporter declined follow up.